Event description:
It was reported that a clearlink system continu-flo solution set was leaking from the male luer lock adapters/IV connection hubs. The process step during which this occurred was unknown and it was unknown if a patient was connected for therapy during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. One actual sample was received for evaluation as well as eight companion samples. Visual inspection was performed to the actual sample using naked eye, and no defects were observed that could generate the reported condition. All components are correctly placed and according to specification. Pressure test and clear passage under water were performed, and a leak was observed at the capped vent filter. A prime test was performed, and a leak was observed at the capped vent filter. A CT scan was performed, and it was noted that there was a crack at the capped vent filter. The reported condition was verified in the returned actual sample. The cause of the reported condition was a manufacturing issue. Visual inspection of the eight companion samples did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed, and no defects were observed. Priming was performed, and no issues were noted. Functional flow rate testing was performed, and the set worked according to specification. Dimensional testing was performed at the male luer (two piece luer lock body), and no issues were noted. Leak testing was performed at the male luer, and no defect was observed that could generate the leak. The reported condition was not verified in the returned companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed, and no defects were observed. Priming was performed, and no issues were noted. Functional flow rate testing was performed, and the set worked according to specification. Dimensional testing was performed at the male luer (two piece luer lock body), and no issues were noted. Leak testing was performed at the male luer, and no defect was observed that could generate the leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.